Event description:
Additional information reported that the manufacture representative had tried to "take a reading on it" and was just getting the symbol on the machine "where there's no response." It was reported that "the battery was just too low." It was reported that the manufacture representative got the same message on the patient programmer, "it¿s giving like the same thing, where I can't find it and literally like right over the device."

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was stated the implantable neurostimulator (ins) shut off on (B)(6) 2013 and no telemetry from external components including the physician programmer, the patient programmer, and recharger were established. Use of antenna locate (al) resulted in power on reset (por) displayed, which lead to the normal recharging screen. It was noted the patient received eight bars of coupling. Patient symptoms were not reported. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).